Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer do not felt ok to troubleshooting high blood glucose level. Customer also stated about a product not adhering. The customer declined troubleshooting for high blood glucose level and stated that the high blood glucose was not due to the device and thinks it was because of stress from getting off the airport. The insulin pump was not returned for analysis.